Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 250 to over 500 mg/dl. The customer would either change the infusion set or use a manual insulin injection to address bg. Reportedly, the infusion sets were changed to address the issue.